Manufacturer narrative:
A steris service technician inspected the processor, and determined that the processing cycle had aborted due to fill time error. The volume of the spill is unknown; the water was cleaned up by the time the technician arrived on-site. The technician inspected and tested the float block and inflatable seal, and found no evidence of damage or malfunction. However, on the right side, the technician noticed the upper bolt securing the short seal retainer was missing. There are a total of eight seal retainers that hold the inflatable seal in place. Four are located at the corners and one on each side. One missing screw would not have caused the seal to leak as there is a lower bolt that also secures the retainer. In addition, it is in close proximity to the corner retainer. The technician discussed his findings with the customer. The customer mentioned that a tag on the scope may have been caught between inflatable seal and the lid. If an object, such as the scope tag, is caught between the lid and seal, it's possible for the chamber to spill water from the lid. The technician replaced the missing upper bolt, tested the unit, found it operational and returned it to service. The technician spoke with the customer, and cautioned them to ensure the lid seal is unobstructed prior to running a cycle.

Event description:
The user facility reported that during a procedure, a physician noticed some water coming under the door into the operating room. An employee went into the processing room, and saw water leaking from the system 1e lid onto the counter top, down the cabinet and onto the floor. No injuries were reported. No procedural delays or cancellations were reported.